Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported to philips that the energy is low.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the output energy low. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.